Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03240.. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in aortic position by transfemoral approach, the commander delivery system balloon ruptured. This was a high-risk case due to the narrow and calcified sinotubular junction (stj). The case was reviewed by a proctor and the patient was sized for a 29mm valve. However, due to the stj, the team went with a 26mm valve plus 1cc to start and used a 16fr esheath. It was planned to deploy the valve 80/20 or 70/30. The valve landed 90/10 and the first commander delivery system balloon ruptured at about 95% deployment. The balloon got stuck during removal into the esheath, so both the commander and sheath were removed together. A new 16fr esheath was placed without any issues. The valve had moderate perivalvular leak (pvl) and needed to be post ballooned. Different balloon options were discussed and the physician wanted to use a 26 non-edwards balloon to post balloon due to the shorter balloon length. Post balloon was performed without any changes to the valve. There was still moderate pvl. A new commander delivery system was prepped with an additional 3cc's. The balloon was placed more ventricular, inflated, and ruptured at about 95%. The valve still had moderate leak. The balloon was pulled back to the esheath and the team was unable to get the tip of the balloon back into the sheath. They tried rotating the device without success. They were able to snare the balloon but were still unable to get the balloon tip into the sheath. The physicians had the patient move to the or for a cutdown. Cutdown was completed with the sheath and commander delivery system removed together without any issues. A patch was placed where the left groin was closed. The physician did not want to attempt another post balloon at this time. The plan is to order a different balloon with a short balloon length to reduce the risk of balloon rupture.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of the imagery provided revealed the following: 3mensio shows calcification present in the landing zone. Device photos show a balloon bursting radially, with distal balloon material bunched towards the nose tip and multiple kinks in the guidewire lumen. The delivery system remained inserted through the sheath with no noticeable damage seen on the sheath. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint about the balloon burst was confirmed based on the review of the imagery provided. Available information suggests patient (calcification) and/or procedural factors (over inflation) likely contributed to the event as 3mensio shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that an extra 3cc volume was used for the post-dilation, and the balloon burst at 95% deployment. While the prescribed nominal inflation volume is provided in the IFU, the use of extra inflation volume (over-inflation) can subject the balloon to pressures high enough to cause it to burst. The complaint about the inability to withdraw the system through the sheath was confirmed based on the review of the imagery provided. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as device imagery shows distal balloon material bunched towards the nose tip with multiple kinks in the guidewire lumen. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.